Event description:
It was reported that a kink occurred and there was difficulty recapturing the closure device. A watchman access system (was) double curve was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After deployment, the physician attempted a partial recapture, but the was became kinked creating difficulty. After multiple unsuccessful recapture attempts, physician recaptured as much as he could and pulled the device into the right atrium then superior vena cava before pulling it into the sheath and out of the body. No patient complications were reported. Procedure was completed with another of the same device. Patient did well and was discharged home as scheduled.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman access system. The device was bloody. The sheath and tip were microscopically and visually inspected. Inspection revealed a kink in the sheath located 58mm from the tip of the device, and tip damage (flared/stretched/delaminated). The rest of the device was inspected, and no other damage was found.

Event description:
It was reported that a kink occurred and there was difficulty recapturing the closure device. A watchman access system (was) double curve was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After deployment, the physician attempted a partial recapture, but the was became kinked creating difficulty. After multiple unsuccessful recapture attempts, physician recaptured as much as he could and pulled the device into the right atrium then superior vena cava before pulling it into the sheath and out of the body. No patient complications were reported. Procedure was completed with another of the same device. Patient did well and was discharged home as scheduled.